Event description:
This report is submitted to report the difficulty noted during removal of the lock line with the mitraclip clip delivery system (cds 10324105/27) which has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted and the mr was reduced to 1-2. A second clip delivery system (cds 10324105/27) was prepared per the instructions for use (IFU), without issue. During an attempt to deploy the second clip, the lock line cap was removed, and the ends of the lot lines were unwrapped. There was no difficulty noted during these steps. Next, 15-20 cm of the lock line was removed, but resistance was noted. An attempt was made to pull the other free end of the lock line, but the other end was not accessible; therefore, this clip was not deployed. It is unknown if the lock lines were twisted. After removal of the cds, the device was inspected and the operator pulled hard on the lock line with excessive force. At this point, the lock line broke and a knot was confirmed in the lock line. The mr was reduced to 1-2 with the implantation of one clip. No additional cds was used. The patient was clinically stable post-procedure and there was no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initial report, the following information was provided: after removal of the clip delivery system (cds) from the anatomy, the clip was deployed outside the anatomy. The separated portion of the lock line was discarded, and not returned. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide catheter: guideliner; mitraclip system: steerable guide catheter, lift, support plate, stabilizer, 1 mitraclip implanted. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the incident information provided to abbott vascular, the manufacturing records/complaint history and the analysis of the returned product were reviewed. The device was returned for analysis, and the cds was observed to have lock line extending from the distal end of the delivery catheter (dc) radiopaque tip ring. Additionally, the clip was not returned with device. The lock line was confirmed to be unable to be removed. A knot was observed on the proximal end of the lock line hypotube. Retraction of the lock line from the knotted end allowed for the full removal of the lock line. A snare was advanced through the lock line lumens, and no resistances were felt during snare removal, suggesting that there were no obstructions that would have contributed to the reported event. Potential causes for the reported knot in the lock line resulting in the inability to remove the lock line can include, but are not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology / pathology, associated comorbidities, and disease state), user technique and procedural conditions (twisting of the lock line prior to removal). As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record (DHR) confirmed this device passed all in-process and final inspections. Additionally, there were no non-conformances issued for this lot that would have contributed to the reported event and a query of the complaint-handling database identified no other incidents with the reported lot for the reported inability to remove lock line and lock line knot. With respect to the patient condition, procedural conditions and/or user technique, knots in the lock line resulting in the inability to remove the lock line maybe influenced by twisting of the lock line prior / during removal, removing the lock line too quickly, or not inspecting the lock line prior to removal. Based on the information reviewed, the inability to remove the lock line was associated with the knot interacting with the lock line lumens; the cause for the knot, while most likely associated with the twisting of the lock line, cannot be definitively determined. There is no indication of a product quality deficiency with respect to manufacturing, design, or labeling. Based on the information reviewed, there is no indication of a product deficiency.